Event description:
A koala intrauterine pressure catheter (iupc) did not work properly on pt. It would not show contractions properly. It would not read a baseline above 0. The same problem occurred on two other pts using iupcs from the same koala box.